Event description:
It was reported that during a laparoscopic excision of gist plus gastrectomy procedure, after firing a few clips, the clip applier suddenly stopped working and would not fire during a very difficult dissection to an important vessel at a crucial time. The jaws were locked in the open position. The scrub nurse placed the faulty device aside and opened another same like device, which was used throughout the procedure. There were no adverse consequences to the patient. After the procedure the jaws could be closed.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results confirmed that one device was received with the jaws closed and with a malformed clip present. The clip was removed and analyzed, however, no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, but the orange indicator did not show up completely. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.